Event description:
Additional information was received stating that the vns patient underwent keloid scar removal surgery but was unable to stimulation on-times from her device following the procedure. Attempts for additional relevant information will be made.

Event description:
It was reported that the vns patient was expected to undergo keloid removal surgery that had formed from her previous surgery and causing pain. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient¿s device was tested and system diagnostic results revealed lead impedance within normal limits. It was noted that the patient coughed when the device frequency was increased to 30hz. The device frequency was subsequently reduced back to the previous setting.